Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded guide wire positioned in the diagonal artery was jailed by two stents deployed in the proximal lad over a length of approximately 30 mm. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the advancing guide wire interacted with the deployed stent causing the reported guide wire separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience sierra stent and bmw guide wire referenced in b5 and d11 are being filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the stent remains in the patient.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending coronary artery (lad) above the diagonal bifurcation. A hi-torque 014 balance middle weight (bmw) guide wire was advanced with no resistance and positioned in the diagonal artery. A non-abbott guide wire was positioned in the lad for delivery of devices. A 2.50 x 23 mm xience sierra stent was implanted distally in the proximal lad and a 2.75 x 18 mm xience sierra stent was implanted proximally. Post dilatation was performed with a non-abbott balloon dilatation catheter. The delivery catheters and non-abbott guide wire were removed without reported issue; however, on removal of the bmw guide wire, it was noted that the guide wire was caught by both stents. The bmw guide wire was pulled in an attempt to remove it and a core separation occurred. The separation occurred at a point inside the patient anatomy (shoulder level) and attempts to remove the separated portion with a bdc were unsuccessful. The patient was sent for vascular surgery to remove the distal part of the guide wire. There was no reported damaged to the implanted stents. The patient was reported to be doing well post procedure surgical procedure. No additional information was provided.